Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. No unexpected weak battery, low battery or failed batt test alarm noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked lcd window.

Event description:
Customer reported a crack on top of the display and inside the battery compartment. Customer also mentioned a low battery alarm and a blank display. The insulin came back on and the battery showed full and the customer received a failed battery test. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.